Event description:
It was reported there was a loss of therapeutic effect. The patient had tremors at night starting in (B)(6) 2011. X-rays were performed, and the results showed the lead was fractured. The patient had an appointment with her health care professional scheduled for (B)(6) 2012. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Event description:
Additional information received reported that the patient was seen and the appropriate follow up plan was implemented. The patient was doing fine.

Event description:
Additional information received reported that the patient's journey down the dbs path had many pitfalls, but she was happy she got the dbs and a second chance at life. One hcp told the patient that one of her leads was placed too deep in the stn, which another told her the positioning was fine. The patient was also told that one lead was not working, and another hcp suggested putting in two more leads in the thalamus. It was also reported that the adaptor the patient needed for her activa pc was bigger than the battery and made her feel pregnant all the time. The doctor implanted the pc under her rib cage and she was in pain for six months until she finally had another hcp remove it and place it in the abdomen. It was noted that the patient was very thin at the time of implant. It was also reported that the patient was seen on august 15th for an MRI, however the ins was checked and an open circuit was found to be draining the battery. The MRI was cancelled and the patient was told that she needed her battery changed because she was at 2.7v the battery was dead at 2.6v. The patient stated that her open circuit was causing the battery to drain fast. It was noted that they did not know where the open circuit was. The patient planned to have the battery replaced in two weeks and wanted the adapter out, however the physician preferred to leave the adapter in because removing it would mean a higher risk of blood clot, stroke, death or infection.

Manufacturer narrative:
Extension model 748266, serial # (B)(4), implanted: (B)(6) 2005, extension model 748266, serial # (B)(4), implanted: (B)(6) 2005, programmer model 37642, serial # (B)(4); lead model 3387-40, lot # j0555533v, implanted: (B)(6) 2005; lead model 3387-40, lot # j0555533v, implanted: (B)(6) 2005.